Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's that the patient has alleged white particles in his mask. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician not confirmed particles in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.